Manufacturer narrative:
No additional information available at time of this report. Sample requested but has not been returned yet. Investigation ongoing and a follow up report will be sent as soon as is available.

Event description:
Incident reported as: during one surgery two bullets became detached and lodged in the vaginal mucosa. This is the report for second incident. Surgeon decided not to remove the bullet. No negative outcome to the pt reported.